Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "only use u-100 novorapid, u-100 admelog, or u-100 humalog. Only u-100 novorapid, u-100 admelog, and u-100 humalog have been tested and found to be compatible for use with the pump. The use of lower or higher concentration may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events."

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer was using fiasp insulin. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.